Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection identified the inflation line tubing is collapsed inside the lumen of the tube. Functional testing found there was occlusion issue with the product. It was reported that the cuff could not be inflated. A related device issue was confirmed. The most likely root cause was determined to be traced to a faulty component. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device cuff did not inflate. There was no patient involvement.